Event description:
It was reported that the filter of a prismaflex st100 set was observed to have "bubbles and fluid leaks" during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a fluid leak behind the set support plate at the level of the access post pump line. Air bubbles were visible inside the dialysate post pump line, dialysate filter compartment, and the effluent line. The specific defect that allowed the leakage could not be seen in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.